Event description:
Procedure: gastrectomy. According to the rptr: the endo stitch was inserted into the pt's abdominal cavity, an initial first bite of stomach tissue as taken. The teal lever was then flicked to swap the needle over to the other jaw, but the device jammed shut and would not open despite repeated attempts to toggle teal levers. The stomach tissue had to be torn as a piece of tissue was stuck in the jaws of the instrument. This tissue defect had to be sutured closed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).